Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding"), endometrial cancer ("endometrial cancer") and seizure ("seizures") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, ovarian cyst, substance abuse, anxiety and panic attack. Concurrent conditions included osteoporosis, prolapse, nerve damage, post-traumatic stress disorder, overweight, endometriosis, cholecystitis, anemia and thyroid disorder. Concomitant products included oxycodone. In 2008, the patient had essure inserted. In 2008, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometrial cancer (seriousness criterion medically significant), alopecia ("hair loss"), cystitis ("bladder infection"), anaemia ("anemia"), gastrooesophageal reflux disease ("acid reflux"), nervous system disorder ("neurological problems"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal problems"), dyspareunia ("apareunia/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), the first episode of back pain ("back pain"), vaginal discharge ("vaginal discharge"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fungal infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), syncope ("syncope"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), the second episode of back pain ("back pain"), musculoskeletal chest pain ("right anterior rib pain"), pain in extremity ("botock radiating both legs") and complication of device removal ("complications from your essure removal procedure/he had to remove appendix due to leak"). The patient was treated with surgery (total hysterectomy to remove the essure devices) and surgery (oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, endometrial cancer, alopecia, cystitis, anaemia, gastrooesophageal reflux disease, nervous system disorder, fatigue, weight increased, gastrointestinal disorder, dyspareunia, headache, abdominal pain, procedural pain, hot flush, menorrhagia, female sexual dysfunction, abdominal pain lower, the last episode of back pain, musculoskeletal chest pain, pain in extremity and complication of device removal outcome was unknown and the seizure, migraine, vaginal discharge, vaginal haemorrhage, fungal infection, syncope and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, endometrial cancer, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, menorrhagia, migraine, musculoskeletal chest pain, nervous system disorder, pain in extremity, pelvic pain, procedural pain, seizure, syncope, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received- reporter information, patient details, other relevant history, product information, concomitant drugs, events- hot flashes, abnormal bleeding (vaginal), menorrhagia, yeast infection, apareunia (inability to have sexual intercourse), syncope, dysmenorrhea (cramping), endometrial cancer, lower abdominal pain, back pain, right anterior rib pain, botock radiating both legs, complications from your essure removal procedure/he had to remove appendix due to leak were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and seizure ("seizures") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), alopecia ("hair loss"), cystitis ("bladder infection"), anaemia ("anemia"), migraine ("migraines"), gastrooesophageal reflux disease ("acid reflux"), nervous system disorder ("neurological problems"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal problems"), dyspareunia ("apareunia/dyspareunia"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, alopecia, cystitis, anaemia, migraine, gastrooesophageal reflux disease, nervous system disorder, fatigue, weight increased, gastrointestinal disorder, dyspareunia, headache, abdominal pain, back pain, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, cystitis, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, nervous system disorder, pelvic pain, procedural pain, seizure, vaginal discharge and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.